Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a pump that was difficult to inflate. A revision surgery was performed, during which the physician confirmed that the pump was positioned too high and was difficult to inflate. Therefore, the device was explanted. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a . Batch/lot number: 1100804511. Model/catalog description: reservoir, 65 ml, pc. Iz. Unique identifier (UDI) # : (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Difficult to inflate and migration of device are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.